Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and mild calcification in the mid right coronary artery (rca). The 4.0 x 12 mm nc trek balloon catheter was prepared per the instructions for use with no issues noted. The nc trek was advanced to the target lesion; however, during the attempt to inflate the device, the balloon did not inflate. Another nc trek was used in the procedure successfully. There was no adverse effects and no clinically significant delay in the procedure. No additional information was provided.